Event description:
It was observed during the device evaluation that the colonovideoscope exhibited an e218 error (scope malfunction error). There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the event suggested most likely occurred due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.